Event description:
The initial reporter received a questionable creatinine plus ver.2 result for one patient sample tested on a cobas 8000 c702 module. The initial result was not reported outside of the laboratory. On (B)(6)2022, the initial result was 1.03 mg/dl. The first repeat result was 1.35 mg/dl. On (B)(6)2022, the second repeat result was 1.35 mg/dl. The reagent lot number is 610535. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) cleaned the external and internal parts of the reagent probe. He checked the rinse unit washing and the adjustments of the probe alignment. He performed multiple precision checks and calibrations with acceptable results. He reran the affected sample and obtained the correct result. The customer performed a correlation study with acceptable results. The investigation determined that the event was consistent with a maintenance issue.